Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned unit for a blank display issue. Upon triage service found that the unit had no audio. There was no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿blank display issue. Upon triage service found that the unit had no audio¿. The unit was triaged and the reported condition of blank display could not be confirmed however no audio was confirmed. A component in the audio circuit was damaged and corroded resulting in bent leads and lifted pads. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.